Event description:
It was reported that the zimmer 18 in dual port/dual bladder disposable cuff leaked and the device did not work correctly. There was no harm or delay involved and an alternate product was available to complete the scheduled procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.